Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced palpitations and presented in emergency room. It was noted that the system was explanted and replaced on (B)(6) 2017 due to infection. No further information was available.